Event description:
It was reported that the target lesion was located in the proximal left anterior descending artery (lad) with moderate tortuosity, heavy calcification, and 90% stenosis. A 3.0 x 12 mm nc tenku balloon was used for post-dilatation after stenting with a non-abbott stent; however the balloon ruptured during the first inflation at 10 atmospheres (atm). There was no resistance during advancement to the lesion and no resistance noted with the implanted stent. The device had been prepared outside of the patient anatomy and the balloon was soaked in normal saline prior to use. There was no resistance during removal of the protective sheath. The procedure was completed using a new nc tenku balloon without any issue. There was no report of a clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4) concomitant products: guide wire: sion blue; guide cath: axess sc40; stent: promus element 3.0x16mm. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. The tenku balloon dilation catheter device is an abbott vascular manufactured device which is distributed in (B)(6) by (B)(4). Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us.